Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-21915, 2017865-2020-21916. It was reported that the patient presented for an atrial lead revision due to diaphragmatic stimulation. Programming changes were made. Upon interrogation, it was noted that the right atrial and right ventricular leads were not beating together. A procedure was scheduled for the next day. On (B)(6) 2020, it was noted with a fluoroscopic image that the patient experienced twiddler's syndrome. The right atrial and right ventricular leads exhibited lack of slack. The atrial lead was repositioned and slack was added to the ventricular lead. A twiddler stitch was added to the pacemaker pocket. The patient was discharged post procedure.